Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was protruding out of skin. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was discarded by the medical facility. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patients ipg was protruding out of skin. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was discarded by the medical facility. No further information has been obtained despite good faith efforts. Additional information was received that the patient was experiencing inadequate stimulation and the patients leads were explanted along with the ipg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6). Batch: 5074249 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6). Batch: 7072850 UDI: (B)(4).